Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 450 mg/dl. Current blood glucose level of customer was 259 mg/dl. Customer was legally blind. Customer had given insulin to cover food but blood glucose went up. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.